Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unstable cap. It was reported that this was mitraclip procedure to treat a mitral regurgitation (mr) with grade of 4. During preparation of the clip delivery system (cds), the red cap was placed on the top flush port of the cds; however, the red cap did not stay screwed on. Multiple attempts were made to tighten and screw down the cap, but it kept twisting off. The red cap was not used and was replaced with a stopcock, which was used successfully. The procedure was continued. Two clips were implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unstable cap (red cap not able to securely tighten onto the flush port) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.